Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. The target lesion being treated was located in the mid left anterior descending(lad). The lesion was 98% stenosed, 2.5mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 2.5x16mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient was admitted and cardiac catheterization was recommended. Coronary angiography revealed 70% diffuse in-stent restenosis in the mid lad. The lesion was treated with balloon angioplasty and placement of an unknown drug eluting stent. Residual stenosis was 0%. The event was resolved without residual effects. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).